Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent fusion surgery in which rhbmp-2/acs was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was preoperatively diagnosed with lumbar disk disease, intra-annular disk disease, lumbosacral pain syndrome and underwent the following procedure: anterior retroperitoneal exposure of l5-s1, with discectomy and instrumentation, anterior lumbar interbody fusion l5-s1 and stabilization with spacer, 20 mm screws. As per the op notes: ¿doctor performed the retroperitoneal exposure of the l5-s1 interspace. We confirmed with fluoroscopy. He set the retractors for me and we inspected the area. We confirmed this was l5-s1. The peek spacer was infused with normal protein prior to its insertion. Prior to insertion of the rhbmp-2 we did irrigate rather copiously with saline. ¿the patient tolerated the procedure well without any intraoperative complications.